Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two resolute onyx des were implanted in the proximal lad and 1st obtuse marginal. Approximately 6 months post index procedure the patient suffered a septic shock and died. The patient received IV fluid resuscitation, 2u prbc and IV bicarbonate. It was informed that 2 days prior to the event, the patient had a pneumonia with acute respiratory distress. The investigator assessed that the event was not related to device or antiplatelet medication. The patient died on the same day of the event.

Manufacturer narrative:
Cec assessed the death event as non cardiovascular death and stent thrombosis as no event. The patient also had a medical history of anemia, gastric bypass, bladder cancer, pe and diabetes. If information is provided in the future, a supplemental report will be issued.